Event description:
The patient was torturous, so cath team upsized to 12fr x 30cm from 10fr x 23cm. Proceduralist put the catheter up the ivc (inferior vena cava), remarked on the image, and then when he torqued the catheter to enter the right atrium, ultrasound image was lost. Cath team pulled the catheter out and upon inspection the tip was broken at a 45-degree angle to the catheter shaft with a visible split. Manufacturer response for reprocessed intravascular ultrasound catheter, n/a (per site reporter). Stryker did phone conference with hospital to advise of steps they are taking to investigate concern.